Event description:
It was reported that high pacing threshold was observed during evocative testing. The lead was capped and replaced. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.